Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 20:48:52. During night drain cycle nine, the patient's ultrafiltration reading was 907ml, indicating the home patient (hp) drained 832ml more than their maximum programmed fill volume of 500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice and homechoice pro apd systems patient at-home guide. Section 9 "operating instructions - change program" states this warning in table 9-7 on page 9-21 "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation." Page 9-22 states "seventy percent (70%) of your normal night uf is a good starting point for determining your optimum total uf." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.